Event description:
Spontaneous call. Per (B)(6) rn from doctor's office stated the doctor tried to give injection today to the patient. Needle screwed into plastic and glass syringe and hub of the needle separated from the glass syringe. Half of contact spilled on the floor. Right knee was given. Patient didn't get his full dose of the left knee due to defective device. Patient missed dose. Unknown if patient had any adverse events. Unknown if md office still has defective device on hand for return. Dose/frequency: inject 1 syringe intra­articularly to bilateral knees once weekly for 3 weeks at the physician's office. No further information. Date of malfunction: 6/27/2024. Reported to (B)(6) by: health professional.